Event description:
It was reported that neonatal intensive care unit (nicu) nurse was using arctic sun device, stated they spoke to them recently and the device was supposed to go to biomed for repair, but it never did. They were trying to use it now as it was the only one, they have available and device would not flow, they got a failure to empty pads alert when they tried to empty and disconnected and reconnected pads. Disconnected and removed pad, placed device in manual control system hours were 824, pump hours were 788, flow rate (fr) was 1.1lpm, circulation pump command (cpc) was 35%, inlet pressure (ip) was -7. Added pad back while leaving in manual control, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37%, flow rate (fr) was 1.2lpm. Disabled manual control and tried restarting therapy inlet pressure (ip) was -6.8, circulation pump command (cpc) was 13%, flow rate (fr) was 0. Nurse elected to use alternate means of ttm and would send this device to biomed. Contacted tech support, there was either a user error or a mechanical issue that was beyond troubleshooting bedside. Per wo changes on 22feb2024, it was reported that they spoke with biomed, had them run a functional verification in bypass circulation pump command (cpc) was 39% and inlet pressure (ip) was -7 but flow rate was 1.3 lpm. Even with a shunt tube connected the flow rate would not go above 1.5 lpm. The device was under warranty so, stated it would be returned for warranty service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that neonatal intensive care unit (nicu) nurse was using arctic sun device, stated they spoke to them recently and the device was supposed to go to biomed for repair, but it never did. They were trying to use it now as it was the only one, they have available and device would not flow, they got a failure to empty pads alert when they tried to empty and disconnected and reconnected pads. Disconnected and removed pad, placed device in manual control system hours were 824, pump hours were 788, flow rate (fr) was 1.1lpm, circulation pump command (cpc) was 35%, inlet pressure (ip) was -7. Added pad back while leaving in manual control, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37%, flow rate (fr) was 1.2lpm. Disabled manual control and tried restarting therapy inlet pressure (ip) was -6.8, circulation pump command (cpc) was 13%, flow rate (fr) was 0. Nurse elected to use alternate means of ttm and would send this device to biomed. Contacted tech support, there was either a user error or a mechanical issue that was beyond troubleshooting bedside. Per wo changes on (B)(6) 2024, it was reported that they spoke with biomed, had them run a functional verification in bypass circulation pump command (cpc) was 39% and inlet pressure (ip) was -7 but flow rate was 1.3 lpm. Even with a shunt tube connected the flow rate would not go above 1.5 lpm. The device was under warranty so, stated it would be returned for warranty service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.